Manufacturer narrative:
Please reference the related manufacturer reports for this case: 2015691-2013-20421 and 2015691-2013-20422.

Event description:
As reported by the edwards clinical specialist, during a transapical tavr procedure there were several complications. The patient became hypotensive and his condition declined into cardiovascular collapse. Following apical closure blood was noted in the chest cavity; however the source of the bleeding could not be determined. Despite life saving measures this patient expired. The cause of death provided by the implant physician and noted on the death certificate was acute heart failure; an autopsy was not performed. The implant team was unable to fully assess the competency of the valve due to the patient¿s low pressure and the arterial cannula that had been inserted through the valve and into the aorta. The team was able to see that all three valve leaflets were moving freely and that there was some paravalvular leak. Per report, the patient had very poor vascular access but good left ventricular (ejection fraction 55%). A bypass strategy was discussed prior to the procedure and the surgeon decided that he would access the right femoral vein (rfv) for the venous cannula and insert the arterial cannula through the sheath in the apex if necessary. Following the bav, the pressure was hovering in the 70's mmhg so the team asked that anesthesia attempt to increase it if possible. The pressure did get to 120mmhg but rapid pacing was initiated very quickly following blood pressure increase. At pre-deployment the valve was positioned in a (50:50) position and deployed in a stable, slightly ventricular (40:60) position. The pressure failed to recover so chest compressions were started. A venous cannula was inserted percutaneously into the rfv and an arterial cannula was inserted through the sheath. It was positioned across the valve into the aorta. The heart function immediately improved following bypass initiation but within 2-3 minutes got worse. The perfusionist reported extreme difficulty in keeping up with the volume. After about 5 minutes of bypass, the anesthesiologist reported fulminate pulmonary edema and severe mitral insufficiency. A cutdown to the left subclavian was performed and an arterial cannula was inserted there. The apical sheath was removed and the apex was closed with difficulty. Following apical closure, copious blood was noted to be still present in the chest cavity but no bleeding site could be located. Aortic root and left ventricular angiograms were performed which revealed a non-contractile anterior wall but no contrast extravasation. The surgeon felt that it was possible that there was a perforation of the subclavian and also possibly the right femoral vein. The patient was grafted to include a left internal mammary graft to the lad which was likely occluded by the cannula. Further unsuccessful attempts were made to locate bleeding sites. The patient was then pronounced dead. The probable cause for this event was discussed by the case physicians: ¿it was possible that the heart (the lv myocardium was very thick) had insufficient recovery between pacing runs and became too ischemic to function after the valve implant.¿ additional information received from the edwards clinical specialist at the case indicates this patient¿s pre-tavr blood pressure was noted as normal 120s/70mmhg. The patient had bypass grafts which required higher pressure for perfusion in addition to a very thickened myocardium which can become ischemic rapidly thus the rationale for increasing the patient¿s pressure following the bav. The patient¿s apex was closed without too much difficulty; however there was still a copious amount of blood in the chest cavity. It was clear that the bleeding wasn¿t from the apex and the surgeon explored around the heart as much as he could through the thoracotomy and could not see an active bleeding site. We also performed a ventriculogram and an aortogram in order to search for any evidence of a rupture. The surgeon had experienced significant resistance while inserting the cannula in the subclavian so he thought it was possible that the bleeding was from a perforation in the left subclavian. The left subclavian cannula was also occluding the left internal mammary artery which was grafted to the lad.

Manufacturer narrative:
Per the instructions for use (IFU), hypotension is a potential adverse event associated with the overall tavr procedure, including vascular and apical access, use of angiography, balloon valvuloplasty, use of conscious sedation and/or general anesthesia, and the bio-prosthesis implantation. Patients undergoing the tavr procedure can be non-operative or high risk, have complex medical histories and multiple co-morbidities. Patient risk factors for hypotension include low ef, cad, chf, arteriosclerosis, hypovolemia, and anemia. Additionally, these patients are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative hypotension is very common and is treated with standard therapies, including vasoactive drugs. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. In some cases, these standard maneuvers are not adequate, and initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery is required. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. As a precaution, the thv training manuals instruct the operator to minimize the number and duration of rapid burst pacing episodes, and allow sufficient hemodynamic recovery before initiating another episode of rapid pacing. Complications associated with the transapical transcatheter aortic valve replacement (tavr) procedure also include catheter site bleeding which may require intervention and cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures. Upon review of prior events, the majority of apical bleeding complications/ventricle ruptures appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. Additionally, according to literature review, there is a higher incidence of apical bleeding in female patients and patients over 80 years old. Furthermore, the literature also reports that friable tissue may predispose this patient population to the development of apical access site complications. In this case, a combination of patient and procedural factors likely caused or contributed to these events. Per report, the physician¿s attributed the hypotension/cardiovascular collapse to patient¿s diseased cardiac anatomy and its inability to recover following multiple pacing runs during the case. The implant physician indicated the patient¿s cause of death was acute heart failure, there's no evidence the death was related to the sapien valve. The sapien valve was deployed in a stable and recommended position and there were no reports of complications related to the valve¿s final position or its function post deployment. Last, the source of the patient¿s bleeding was not clearly identified. The implant physician indicated that it was possible the bleeding was from a perforation in the left subclavian. There is no evidence the apical bleeding was related to the edwards ascendra sheath or delivery system. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of three manufacturer reports being submitted for this case.